Event description:
Clinical study. Same case as 6000089-2004-01366. It was reported that 126 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the svg to the right coronary artery (rca). Additional info has been requested.

Event description:
This event was entered in error by the facility. There is no event for this pt. Please disregard the MDR associated with this MFR#.